Event description:
Facility reported the sensor had caused two pressure ulcers. There is no additional information is available at this time. This report will be updated if relevant becomes available.